Event description:
It was reported that the pump was replaced due to a kink in the catheter. No symptoms or outcome was reported. The drug contained in the pump was not reported. Additional information has been requested, but was not available as of the date of this report.